Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found cannula, in full during analysis. Also, performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and found the needle bent inside the hub. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.

Event description:
The customer's mother reported via phone call that the sensor had cannula was completely missing. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.